Manufacturer narrative:
The astral device was returned to resmed. Review of the device logs confirmed the reported complaint. However, evaluation could not reproduce the reported complaint. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery error message and a total power failure alarm. There was no harm or serious injury reported as a result of the incident.